Event description:
The customer ran his blood glucose on the contour usb and the contour meters. He received readings of 64 and 130mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer